Event description:
At 8:45 am on (B)(6) 2012, the customer's blood glucose measured 340 mg/dl. She had been wearing the device for less than a day and had felt that the cannula was properly in the insertion site, but when she saw that her bg was high, she thought the needle may have pricked her skin while the cannula bounced off and didn't insert properly. She removed the device and did not observe anything unusual when she did.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer reported that the needle mechanism fired but she was not sure cannula inserted properly into the infusion site. If it did not, it would interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."